Manufacturer narrative:
Concomitant medical devices: ddbb1d1 ICD, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead exhibited oversensing, high sensing integrity counter (sic) counts, and elevated pacing impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.